Event description:
Reporter indicated that pt was hospitalized approximately 15 weeks post vns implant due to respiratory arrest. While hospitalized, an ECG reportedly revealed a cardiac arrhythmia. Further follow-up revealed that the pt had passed away approximately one month from date of hospitalization. It was reported that the pt experienced prolonged cardiopulmonary arrest with significant cerebral hypoxic ischemic injury. Exact cause of death is not known at this time and it is not known whether the pt expired while hospitalized or whether she was discharged prior to death. There is no evidence at this time that the vns therapy system caused or contributed to the reported events. Report is incomplete because no response has been received to MFR's requests for additional info from staff at group home where pt resided. An incomplete response was received to MFR's request for additional info from treating neurologist.

Event description:
Death certificate was obtained and revealed that the immediate cause of death is listed as sudden unexplained death associated with epilepsy. No autopsy was performed and the manner of death was marked natural. Patient was reportedly hospitalized at time of death.